Manufacturer narrative:
Product analysis: (B)(4): analysis identified during dispense accuracy testing; the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. (B)(4): analysis identified a kink in the catheter body. (B)(6): analysis identified on visual inspection there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving morphine and clonidine via an implantable pump. It was reported that the patient was not receiving benefit from the pump therapy and the pump and catheter were not working. The system was completely explanted and replaced. It was unknown if the issue had resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID (B)(6); implant date (B)(6) 2021; explant date 2026; (B)(6); implant date (B)(6) 2021; explant date (B)(6) 2026. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.